Manufacturer narrative:
Device evaluation: result - the customer returned one open 32g x 4mm pen needle from the reported catalog 320177, lot unknown. A visual examination was carried out on the returned sample and it was observed that the IV end cannula was broken. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was able to confirm the customer's indicated failure mode based on the sample returned. A potential cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle either penetrating the shield, or becoming folded over within the shield. If the user tries to straighten the cannula back before use, the cannula may weaken and can subsequently break upon use. An absolute root cause was not determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown.

Event description:
It was reported that the needle of the suspect device broke in the patient's abdomen during an injection at home. The patient immediately went to the hospital and the broken needle was removed by tweezers during surgery.